Event description:
During an in-clinic follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead. A revision procedure was performed where the rv lead was capped and replaced to resolve the event. The patient was in stable condition.